Manufacturer narrative:
The biclamp laparoscopic instrument's insert was disposed of after the procedure and therefore, was not available for an examination. Based upon other reported events of this type, mechanical stress (e.g., through levering, bending and frequent reprocessing as well as progressive wear), was most likely the cause of the damage to screw of the device. However, no conclusive determination can be made. Nevertheless, in the device's notes on use, it is stated that excessive leverage and excessive (mechanical) forces must not be exerted on the instrument. The product must be checked for damage before each use; defective or damaged products must not be used. The entire instrument must be protected from mechanical damage. Frequent reprocessing and operational stress have an impact on the product. If there is damage or functional impairment, the product may no longer be used. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a biclamp laparoscopic instrument broke during a total laparoscopic hysterectomy. The accessory was being used with an electrosurgical unit (esu). Specific information regarding the esu, settings, and other devices used was not provided. During the procedure, the fastening screw in the joint area of the insert was partially damaged (note: the extent of the damage from a photograph was difficult to assess.). According to the reported information the device was processed properly and checked before use (note: per the report, no patient injury was described/reported.).